Event description:
It was reported that the bd texium closed male luer with female cap was leaking.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.